Event description:
Since I've switched to the g7 sensor/ transmitter from dexcom, a large amount of them do not work and fail. When you contact dexcom they take two weeks to reply and threaten to hold it against the number of sensors you can get in the future no matter what you place a ticket for. It's considered not correct and held against you. I have proof on my app showing multiple calibrations and sensor fails before I reported it to them. I also have their responses.